Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device brand name unknown. Device product code unknown.

Event description:
It was reported that an unknown abutment screw fractured inside of the implant. The fractured piece could not be removed. Therefore, the implant had to be explanted. Tooth location 30.

Manufacturer narrative:
Osseotite® tapered certain® implants 5 x 11.5mm (xifnt511) was returned for investigation. Visual inspection of the as returned product identified signs of heavy damage, likely from the removal process. Additionally, fractured screw fragment was found still embedded in the returned implant, correlating with the reported event description. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.